Manufacturer narrative:
Unit received with broken reservoir tube lip and missing reservoir tube o-ring. Unit passed the prime/a33 test, rewind test and excessive no delivery test. Unable to perform displacement test, basic occlusion test and occlusion test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had broken there was a fracture on the top when you put the cannula. The reservoir was able to lock in place when inserted into pump. The customer¿s blood glucose level was 12.5 mmol/l. The insulin pump will be returned for analysis.